Manufacturer narrative:
Technician located the bed in facility maintenance. No manual CPR function due to bad CPR valve. Replaced the valve to resolve this issue.

Event description:
The total care unit located in facilities maintenance with no injuries has negative manual CPR function.